Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 22020 on universal surgical manipulator (usm) 1 occurring on different instruments that worked on usm without error. The fse noted there was no visible sign of damage or debris affecting engagement issues. The fse replaced usm 1. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and the degrees of freedom (dof) 5 gearbox was not engaging properly. The unit passed the lissajous, sensors check, fiber test and brake tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 was not useable. The site was able to complete surgery without usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple error 22020 instances pointing to a different instrument engagement on usm 1. Also observed was error 282 pointing to the instrument was out of lives. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was delayed by 15 minutes, but it was not during a critical step of the procedure.